Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of the follow up examination where the endoleak and aneurysm enlargement were discovered is unknown, the date of reintervention on (B)(6) 2020 will be used as an estimated date of event. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: as the device lot/ serial number is unavailable, the device information remains unknown. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/ serial number is unavailable, the device manufacture date remains unknown. Attempts were made to obtain the device lot number, and the lot number is unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement (amount unknown) and a distal type I endoleak due to disease progress was observed. On (B)(6) 2020 reintervention was performed whereby gore® excluder® iliac branch endoprostheses were used to treat the distal type I endoleak. The patient tolerated the procedure.